Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, films were supplied for review which found: x-rays are presented on this case of a lumbar fusion with cannulated pedicle screws and interspinous process fixation. X-rays ap and lateral as well as CT show the guide wire to have penetrated the anterior cortex and extended into the mid abdomen just passing lateral (to the right) of the aorta.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l3-4. It was reported that during screw insertion, the guidewire perforated the anterior wall of the vertebral body into the peritoneum. Post-op it was found on x-ray that a small fragment was left in the anterior portion of the vertebral body. The patient underwent a revision surgery to remove the guidewire. No additional patient complications were reported.